Manufacturer narrative:
Skin infections re well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected with 1.2 ml of teosyal rha4 in the marionettes on both sides on (B)(6) 2021. The problem appeared beginning of (B)(6) 2021. The patient began to feel swelling around the lips, the corner of the lower lip on the left side toward her neck. Visible redness, change in the structure of the skin, aqueous leachers could be noticed from the pictures. The patient also reported mild pain. The patient visited her general practitioner who described atb suprax once a day and antihistamine dithiaden 3 times a day for 7 days. The swelling increased taking the medication. The swelling site became hardened and warm. The patient was advised to take of broad spectrum of atb 100mg twice a day and apply ichtyol topically. A medical expert was contacted to provide treatment recommandations. He advised to try to do a puncture in the middle of the mass with a 16 gauge needle. If there is liquid inside, bacterial analyses should be done. On 20 dec 2021, we were informed that a puncture was not possible because the mass was hard, without fluctuations, but gradually reducing. The patient stated another fact that she was in a breeze. The patient is still applying ichthyol topically, the mass is softer no additional information was received at the time of this report.